Event description:
During investigation, the investigator found a fractured screw inside of the implant.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided. D1: brand name unknown / not provided. D4: catalog and lot number unknown / not provided. G4: PMA/510(k) number not available. Zimvie received an unknown zimmer screw for evaluation. Visual evaluation was performed. Fractured screw identified inside implant DHR and complaint history review could not be performed since the lot and item number was not provided and unknown. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was patient factors and/or possibly user error. Therefore, based on the available information, device malfunction has occurred. Screw fragment identified stuck inside the returned implant. The reported event has been confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.